Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient stated they do not have a spinal cord stimulator and stated they have a bladder stimulator that was implanted on (B)(6) 2024. Patient stated they were never given a patient ID card for their current implant. Patient stated they were given an ID card for their old implant. Patient stated they don't think they have a spinal cord stimulator at all as this is all for bladder. Patient stated their original implant was done in 2006. Patient stated they did not get any education on how to use the equipment with their current implant. Patient confirmed they have a sacral neuromodulation system.  Patient services walked the patient through connecting. Patient services had the patient hit the therapy menu and go to the about section so the patient could grab their ins serial number. Patient services had the patient hit 'activate MRI mode' and patient saw that their MRI eligibility said "not eligible for full body scan due to abandoned product." Could not be determined due to abandoned product. MRI code (b)(6. Patient also noted that it said "no name" for patient, patient further explained regarding the abandoned product that "there were 3 leads" and that "one of them broke off" and remained implanted in their body. Patient services reviewed the meaning of the message with the patient and reviewed MRI labeling with the patient. The patient was redirected to follow up with their healthcare provider to add their name to the MRI programming and to determine the patient's MRI compatibility given the newer MRI fragment appendix. Patient is going to reach out to their hcp however patient services is also sending an email to the field to request their assistance in the matter. Patient to reach out to their hcp.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown serial# implanted: explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: 28-nov-2025, UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.